Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2021. H.6. Investigation: bd received 6 used/contaminated samples from the customer. No further testing can be performed on used samples. Therefore, retention samples from the same lot were analyzed. The samples were tested and no issues relating to fibrin or erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results and fibrin) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results and fibrin based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing additive and erroneous results. This event occurred 60 times. Patient went to ER and their electrolyte results were normal. The following information was provided by the initial reporter. The customer stated: ¿micro clots or fibrin are in the samples¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing additive and erroneous results. This event occurred 60 times. Patient went to ER and their electrolyte results were normal. The following information was provided by the initial reporter. The customer stated: ¿micro clots or fibrin are in the samples¿.